Event description:
It was reported that the high impedance was observed upon interrogation of the patients generator. Physician noted that no surgical intervention has occurred to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a battery replacement and high impedance was still overserved, which is expected. No known surgical intervention has occurred to date with the lead.

Manufacturer narrative:
H6 adverse event problem, corrected data: initial report inadvertently did not code (B)(6) for type of investigation.

Event description:
The patient underwent a lead revision surgery. The explanted lead has not been received by product analysis to date.